Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. During deployment when the needle plunger was retracted, it was reported that "only the teflon link was attached to the posterior needle and appeared that an anterior cuff miss occurred". A guide wire was reinserted and a second device was successfully deployed without incident. Upon analysis of the returned device, it was discovered during testing and investigation that a foot break occurred. There is no report of any adverse patient effect.